Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not fire the staple cartridge on the appendix stump. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.